Event description:
It was reported that this rv lead showed an extra deflection on the egm after the rv pace occurred. The deflection was not oversensed. It was suspected that the extra deflection was the t-wave. This rv lead was implanted on (B)(6) 2013 and remains in service at this time. The following physician was dr. (B)(6). The facility was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).